Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, externalized conductors were noted on the right ventricular lead. The lead exhibited no electrical anomalies. The lead remains implanted, and the patient will be monitored with routine follow up.

Event description:
New information received notes that the lead was capped and replaced.